Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause stimulation to turn on or off was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing were monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. The reported complaint of the ipg causing the stimulation to turn on or off was not duplicated or confirmed.

Event description:
A report was received that a patient is experiencing sudden occurrences of stimulation that are strong or weak. A bsn sales representative troubleshooted with the patient but the issue was not resolved. A bsn engineer analyzed the patient's database and found no anomalies. The physician has decided to replace the patient's ipg as he feels the ipg may not be working properly.

Event description:
A report was received that a patient is experiencing sudden occurrences of stimulation that are strong or weak. A bsn sales representative troubleshooted with the patient but the issue was not resolved. A bsn engineer analyzed the patient's database and found no anomalies. The physician has decided to replace the patient's ipg as he feels the ipg may not be working properly.